Event description:
Pt had bilateral myringotomy and tube placement, t & a. After case completed, surgeon noted approx three milimeter crescent shaped commissural burns on the left mouth which approximated the location of the suction cautery unit. They also approximated the shape of the insulated handle of the unit. This area had not been touched with the tip of the suction cautery or the pencil tip cautery. No break in insulation was noted on visual inspection. The area was debrided. Emla cream and bacitracin cream were applied.